Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly and the staple lines were incomplete. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.